Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment/slda was due to procedural circumstances/operational context. A conclusive cause for tissue damage could not be determined in this complaint. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as one additional clip was implanted to stabilize the clip and reduce the mitral regurgitation (mr)to grade 1+. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip was implanted successfully; however, the anterior leaflet tore, and the clip was no longer attached to the anterior leaflet but remained attached to the posterior leaflet (slda). A second and third clip were implanted to stabilize the slda clip. Mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.